Event description:
Pt rec'd electrical output surge during electrotherapy treatment. Clinician prescribed the interferential waveform for treatment of the pt's symptom. The clinician set the output setting to the default frequency settings with an intensity setting to <20ma. After the treatment the pt complained of a jolting sensation during the electrotherapy treatment. Components on the stimulator printed circuit board had shorted out resulting in an overvoltage to the pt applied components. This overvoltage condition resulted in excess current delivered to the pt. Over voltage to parts have addressed this problem.

Manufacturer narrative:
Q311 and q308 shorted on channel 4 positive side (software upgrade caught failure). Over voltage to parts have addressed this problem.